Manufacturer narrative:
The memory for this pad device shows there were successful manual power ups on (B)(6) 2007. On (B)(6) 2011, the device logs 29 manual power ups of mainly 10 minute duration. Multiple manual power ups of this nature would suggest the device was switching itself on automatically. The problem with the device was attributed to the c161 component becoming dislodged from the printed circuit board. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.